Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was impacted and the customer would deliver a bolus via the pump to address the bg level. Tandem technical support was unable to troubleshoot the past occlusions and as the customer had just changed the supplies on the pump, a system check was unable to be performed to determine a possible cause of the occlusion.